Event description:
It was reported that a homechoice automated pd set with cassette had a loose connection with an unknown bag. This was noticed by the care giver (cg) during setup, before the home patient (hp) connected. Nothing was found during troubleshooting that would have caused or contributed to this issue. The technical service representative (tsr) advised the cg to restart setup using new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An issue indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.